Manufacturer narrative:
For the results of the investigation activities please refer to investigation report attached ("bgcx0272_investigation_rmd"). Because the problem was detected during the device priming phase, the patient was not involved; moreover, the health effect clinical code assigned represents a worst-case scenario with respect to the present event.

Event description:
When priming a new cps circuit, micro air consistently noted. After further investigation, air noted to be pulling across from the p in port on this pump. Disposable exchanged with new one, no issues noted.

Manufacturer narrative:
The investigation of the returned device is ongoing, no further information is available regarding the event, which could be addressed in a follow-up report. Because the issue was detected during the device priming phase, there was no patient involvement.

Event description:
When priming a new cps circuit, micro air consistently noted. After further investigation, air noted to be pulling across from the p in port on this pump. Disposable exchanged with new one, no issues noted.